Event description:
It was reported by svc report that the side rail needed to be rebuilt; it was not attached to the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.